Event description:
It was reported that during an unknown procedure, there were several clip appliers that was applying clips that scissored. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.